Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dental needle. The customer reports that the dentist was injecting a patient and a part of the needle broke inside the patient's gum. The patient went to another clinic to have the remaining part removed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Serious injury instead of malfunction

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The most likely root cause can be due to the method of injection by inserting the cannula to the hub and bending. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, all lots of needle tubing are statistically sampled and tested for breakage per certification standard. A corrective action is not required at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective actions. The production department will be notified of this reported issue.